Event description:
It was reported that the user stopped using the ilet after experiencing episodes they described as making them feel sick with vomiting and a recorded low blood glucose value of 50 mg/dl; the user transitioned to multiple daily injections and is pursuing another insulin pump. Symptoms included hypoglycemia and vomiting. Outcomes included no lasting health consequences or impact. Troubleshooting and education were completed, including treatment of the low glucose with oral carbohydrates. Investigation of this case revealed no device evaluation or findings available, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.